Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #s 9237457-2014-01114, 1225714-2014-04867, and 1225714-2014-04868.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2005 and subsequently expired after the use of the product.